Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on november 28, 2016 was filed inadvertently, no explant has occurred. This report is filed on march 22, 2017.

Manufacturer narrative:
This report is submitted on november 28, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced dizziness and poor performance with device use; subsequently the device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.